Event description:
It was reported that on (B)(6) 2010, the patient presented having had a fall a couple of days ago in his home. His leg gave out and he fell onto a hardwood floor. Patient states that he lost consciousness at that time. He went to the ER and had a CT scan and x-rays performed. His pain is worse since that time with pain down into his bilateral lower extremities. He ambulates using a walker. Per the physician¿s notes, ¿today on physical exam, the patient has a narrow-based gait. His neurovascular exam is unchanged compared to prior visits.¿ CT scan dated (B)(6) 2010 indicated ¿some halos around his l3 screws bilaterally. His l4 screw on the left side is just within the lateral confines of the pedicle; otherwise, hardware is holding in alignment. Mild bony overgrowth to the right side at l5-s1; otherwise I do not see any overt severe stenosis. As I review his CT scan, it does appear there is some graft incorporation in the posterolateral region. It just does not appear completely solid indicating a pseudoarthrosis at minimum at the l3-4 level. I am not sure about the l4-5 or l5-s1 levels.¿ it was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.